Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. The pump was received with scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer stated that a button was not pressed for 3 minutes or longer. The customer will be sent a replacement pump. The customer will return the pump for analysis.